Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the device failed the active exhalation test step during testing on the trilogy 100 device. The manufacturer¿s service technician replaced the device¿s active exhalation control module to address this issue. After replacing the part on the device, the manufacturer¿s service technician re-tested the device, and it had passed all testing performed on it.